Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received motor power supply voltage error detected. Customer¿s blood glucose was 243 mg/dl at the time of incident. The customer stated that the pump error occurred 3 times. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump immediattly alarmed motor power supply voltage error detected furing prime/seating, fault isolated to the motor. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to motor power supply voltage error detected alarms.